Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. Per the clinical information provided. The device was not returned by the medical facility. The root cause of the limb ischemia issue was patient condition related to disease/ small vessels.

Event description:
The user facility reported a 26-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, that there was no distal flow to the patient's lower extremity following impella implant. An antegrade reperfusion catheter was subsequently placed to resolve the noted condition. Support continued with the implanted plant following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿